Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During the urological surgery, the distal ceramic part of the sleeve became detached and fell into the bladder. Because of this, the procedure took longer than expected and unscheduled instruments had to be used.